Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was experiencing symptoms of nausea and vomiting. Customer reported that they do not fell okay to troubleshoot. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer declined to further troubleshoot stated wants to return pump and get replacement. The customer was advised that we are sending replacement pump.